Manufacturer narrative:
As reported by our affiliate, this balloon burst in a female pt during dilation of superficial femoral artery. The inflation pressure was approximately 8 atm. The vessel was probably not calcified or tortuous. The procedure was terminated with another balloon. There was no adverse effect to the patient. This product is available for testing and evaluation; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Balloon burst